Event description:
It was reported that an ilet user experienced intermittent communication issues when attempting to pair the dexcom g7, with the ilet displaying a pairing failed message while glucose readings continued on the dexcom g7 app; troubleshooting included restarting the ilet, toggling the g6/g7 setting, and re-entering the pairing code, and the problem was characterized as a pairing failure isolated to the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with the device components implicated in the electrical and magnetic domain and specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.